Manufacturer narrative:
The sc1 cap and reservoir locked properly into the reservoir compartment during testing. The pump passed displacement but failed the self test due to pump error 75. The pump was downloaded successfully, and pump error 25, pump error 49, pump error 68, and pump error 75 were confirmed in the download history files on 10/13/2025 11:03:25.000. Pump error 23 was not confirmed. The pump was cut open to perform a visual inspection, and the unit was separated from the electronic assembly due to an electronics defect. Additionally, the baat tool was utilized to search for any alarms or anomalies around the complaint date. Battery cycle 7.0 received the lowbatteryalert (104) on 10/04/2025 20:14:00 after more than 7 days at 7.54 days. Battery cycle 6.0 received the lowbatteryalert (104) on 09/27/2025 07:15:01 after more than 7 days at 9.36 days. Battery cycle 5.0 received the lowbatteryalert (104) on 09/17/2025 22:35:00 after more than 7 days at 8.3 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump passed the sleep current measurement test and active current measurement test. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The following were noted during visual inspection: pillowing keypad overlay, scratched case, and cracked keypad overlay. In summary, the customer¿s allegations of pump error 25, pump error 49, pump error 68, and pump error 75 were confirmed during analysis. Pump error 23 was not confirmed. The unit was separated from the electronic assembly due to an electronics defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running), pump error 68 (trace pointers are invalid), pump error 23 (post-reset ram crc alarm) and pump error 49 alarms (history pointers failed. The history pointers are corrupted). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was able to clear the alarm and completed the pump rewind. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.